Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with unknown saline breast prostheses. Right breast prosthesis deflation was determined. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 500cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/7/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 5/23/2018 additional information was revealed from the product investigation. The product code and lot number have been revealed. The device was a mentor leiden product. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for medical device reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. However, as the device has already been reported to the FDA, mentor will continue to provide supplemental reports until all critical information has been gathered. (B)(4).

Manufacturer narrative:
On 5/29/2018, mentor became aware that the suspect medical device was mentor smooth round moderate profile 425cc saline catalog: 3501670, lot: 5877903. On 6/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/29/2018, mentor became aware that the suspect medical device was mentor smooth round moderate profile 425cc saline catalog: 3501670 lot: 5877903. On 6/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation observed a crease on the anterior aspect and extending to the posterior aspect. Shell abrasion was also observed on the anterior orientation tab, suggesting in-vivo folding or creasing of the device. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.1 cm within the shell abrasion area. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 5877903 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).